Event description:
A syringe in the pca pump was found to be leaking. Upon further examination of the pump, superficial and deep scratch marks were noted on the door and the door appeared to be bowed. The syringe appeared to have been tampered with, evidenced by a puncture hole.